Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was indicated that "it had been redone" a third time in the past. The event or device details were not clarified at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.